Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, during our physical inspection it was noted that the battery cap was over tightened, but not damaged. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a no delivery alarm and a damaged battery cap. Customer had a no delivery alarm when she was at school and was programming a bolus for lunch. Customer reported that the alarm was resolved by a complete set change. The infusion set and reservoir were thrown away at school. Customer also only has one bar left for the battery and the cap is not coming out. Customer's blood glucose level is 226 mg/dl. Customer stated that they are unable to remove the battery. Customer attempted to remove the cap with a quarter and a large screwdriver, but the cap was not able to be removed. Insulin pump will need to be replaced. No additional information provided.